Event description:
The customer reported that the device failed to defibrillate a pt in ventricular fibrillation. The device was in AED mode and provided a "no shock advised" recommendation. The device operators switched to manual mode and overrode the "no shock" recommendation to provide a shock. The pt was cardioverted and survived the event. The pt was discharged to recover at home. There was no further info regarding the event or the pt provided. The customer did not know the specific device that was involved at the incident since it was returned to service for use.

Manufacturer narrative:
(B)(4). The device event record download or code summary print out was not made available to physio-control for analysis. Therefore, physio is unable to investigate the reported issue. The cause of the reported problem could not be determined. The device has been returned to service for use.